Manufacturer narrative:
Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that cuff of an endobronchial tube would not deflate. Customer indicated the event occurred prior to patient use.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. Visual examination shows that the shape of the tubing has been altered using the style wire and there is air contained in the tracheal cuff. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication alleging that the cuff could not deflate. There is no report of patient involvement. This was reportedly discovered during testing, prior to use.